Manufacturer narrative:
Additional information added to h3, h6 and h10: h10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The photograph was reviewed and showed the product after use with the product label and the lot information. The video was reviewed and showed water droplets coming out of the head area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed at an unspecified location of a polyflux dialyzer unit; an alarm was not triggered. This occurred during use of the device for hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.